Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/02/2013 with the following findings: evaluation revealed that the keypad is torn at the bottom of the button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. All of the keypad buttons were intermittently unresponsive. Evaluation revealed that there was contamination under all keypad buttons. The display screen was dim and pink. The battery compartment was found to be cracked and moisture corrosion was visible in the battery compartment. There was moisture corrosion visible in the pump compartment and the display screen. (B)(4). (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim pink display screen and contamination under buttons. This report is made based on results of investigation completed on 10/02/2013.